Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl defibrillator indicating that the battery cannot be charged. The fse evaluated the device onsite and determined that the battery was defective. The fse replaced the battery to resolve the issue and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective battery, the root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was replaced and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator battery cannot be charged. There was no reported patient involvement.